Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the coagulation foot petal stays on and does not turn off for 10 seconds even after release. This is an out of box failure.

Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. The footswitch was visually inspected for damages, none were present. The footswitch was connected to a crossfire console with a formula shaver and an rf probe connected. All buttons except the 'b' button functioned. The footswitch was opened to check for damaged or loose components. The magnet on the 'b' pedal has fallen out and attached itself to the pedal spring. If the magnet fell out on a flat surface it would land on the sensor causing continuous activation. However, tilting the footswitch it connected to the closest metal object (foot pedal spring). The root cause for continuous activation is the magnet detached from the foot pedal and landed on the activation sensor. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the coagulation footpetal stays on and does not turn off for 10 seconds even after release. This is an out of box failure.